Manufacturer narrative:
A synergy ous mr 2.50 x 16mm stent delivery system was returned for analysis. A visual/microscopic examination of the stent found the distal end of the crimped stent struts were raised, misaligned and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual/microscopic and tactile examination of the hypotube found multiple kinking along the length of the hypotube. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 15mm in length, de novo target lesion was located in the moderately tortuous and mildly calcified, 2.50mm in diameter posterior descending artery. The lesion contained a significant bend of >=90 degrees. Following pre-dilation, a 2.50 x 16 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed that the stent was damaged.